Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient underwent a pillcam procedure and the capsule remained retained inside the patient. The patient had a small bowel follow through (sbft) prior to the procedure and there was no evidence of stricture. The patient did not swallow a patency capsule prior to the procedure. The patient had abdominal pains and tarry stool the same night that the study began, but did not inform the nurse until the following morning. The nurse informed the physician and the patient was admitted to a different hospital where she underwent abdominal surgery. Post-operatively the patient suffered a stroke, believed to be unrelated to the capsule study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.